Event description:
The patient reported an infusion set tape not sticking event and the duration of use was not provided.

Manufacturer narrative:
Name- (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.